Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the same malfunction code did not recur after the reset. It was advised that the customer may continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.